Event description:
It is reported that a customer has been receiving sensor anomalies. The patient's blood glucose was 140 mg/d at the time of the call. The customer declined trouble shooting but the customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.